Event description:
The customer has reported that upon powering the unit on, the green light is out. The engineer has tried different power outlets and the unit does not power-up. There have been no patient consequences. The doctor was able to finish the breast biopsy with another unit.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the fuse to be replaced that supports the power of the unit. The device was functionally tested, met all product requirements and returned to the customer.